Manufacturer narrative:
(D10) concomitant devices: 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-05 - humeral adapter tray, +5: (B)(6). 320-01-36 - 36mm glenosphere: (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg: (B)(6). (Device retained from (B)(6) 2023 surgery). 320-15-05 - eq rev locking screw: b321380. 308-02-13 - 13x120mm distal stem modular cemented: (B)(6). (Device retained from (B)(6) 2022 surgery). 308-05-27 - distal fixation ring ha 27.5: (B)(6). (Device retained from (B)(6) 2022 surgery). 308-10-00 - med prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hemi shoulder replacement on the right side with exactech devices. Approximately 5 years following, the patient was revised to non-exactech devices for unknown reason. The patient was then revised back to exactech devices 19 years after initial implantation, but experienced aseptic glenoid loosening to which another revision was performed. An additional revision occurred for this patient due to dislocation. Subsequently, the patient is now experiencing an additional dislocation. Patient leaned on wall with outstretched right arm and felt 'rolling' sensation-unable to actively move arm to follow. Approximately 4 months after the last revision procedure the patient underwent an unsuccessful closed reduction. As a result, approximately 6 weeks later, the patient underwent another right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.